Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to place the 12mm implant during deployment the spindle cap broke on the implant. The broken implant was replaced with a size 10 mm implant and the procedure was completed successfully. The patient was doing well post-operatively. The broken implant was disposed of at the facility and was not returned to bsc.